Event description:
It was reported that during a device changeout procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Lead damage was noted. The physician opted to keep this rv lead in service at this time and plans to replace it in the future. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.